Event description:
Healthcare professional reported right side pain, burning, and itching. Patient was diagnosed 2 years ago with lymphoma, receiving chemotherapy and radiation. These events have been deemed not related to the device by allergan medical safety. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "pain" and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side pain and capsular contracture, baker grade unknown. Device remains implanted.